Manufacturer narrative:
(B)(4). (B)(6). The device was received and the evaluation is complete. This is an ancillary service event. The high drain alarm was identified through an event history log review. Upon conclusion of the investigation, the cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a high drain error 110 (night drain cycle ten) alarm was identified in the log. The alarm occurred on (B)(6) 2014 at 08:53:05. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. No additional information is available.